Event description:
Medtronic received information that up until around march 22, daily life (single living) was confirmed; starting from (B)(6), the patient had an epileptic seizure and could not operate the smartphone (according to the patient). On march 27, the message on line was not read (usually the message was read immediately). On (B)(6), the family member (living separately) visited the patient for a scheduled visit to the department and found the patient lying next to the bed in an incontinent state. Eyes opening to call, no upper extremity paralysis, no aphasia, there is dysarthria, there is disorientation, but the patient is semi-awake 140/100. MRI/mra no acute stent occlusion, there is left frontal/parietal lobe flair high/dwi negative cortical lesion, and there is left temporal lobe medial left thalamus medial flair high/dwi negative cortical lesion. MRI findings strongly suggest that foreign-body granuloma is the primary cause and that symptomatic epilepsy due to it is strongly suspected, and that thromboembolism should also be investigated (although it is a sufficient condition to be suspected). Increasing the diagnostic accuracy and differentiating diagnosis require contrast MRI and dsa, however, it was determined that it would be desirable after improvement in renal function; transfusion-loaded steroid (rinderon 2mg) antiepileptic (levetiracetam 250mg x 2/day) antithrombotic (argatroban 40mg/day bayaspirin 100mg clopidogrel 75 mg) antibiotics (cefamezin) initiated. (B)(6) 2024 ared (rep, hcp, for): additional information received reported from the MRI findings, foreign body granulomatosis is the main cause, and symptomatic epilepsy due to it is strongly suspected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6 for additional annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.